Event description:
It was reported that there was very high threshold and low impedance on the atrial lead. It was also reported that there was an rv (right ventricular) lead integrity warning for short v-v intervals, as well as noise and a rise in impedance. During the replacement procedure, the atrial lead insulation under the suture sleeve was visibly noted to be breached. Rv lead fracture was also visibly noted, and the helix could not be retracted in the course of extraction, so a laser sheath was utilized. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD implanted: (B)(6) 2011. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo; distal segment returned and analyzed.